Manufacturer narrative:
(B)(4). Eval results and conclusion: no device returned for eval. (Co-morbidities). (Gi bleed, death). (Unable to follow up).

Manufacturer narrative:
Dapt was discontinued following the previously reported gi bleed.

Event description:
An endeavor rapid exchange drug eluting stent was implanted to the proximal right coronary artery during index procedure. Another non-medtronic drug eluting stent was also implanted to the mid right coronary artery. Approximately 11 months later, the pt was admitted to hospital due to hematemesis. Endoscopic variceal ligation was performed because of rupture of an esophageal varix. Approximately 1 year post index procedure, the pt was confirmed dead following a cardiopulmonary arrest. Procedural images or product identification have not been provided for review. It is reported that the cause of death was the esophageal varix. It is reported that there was no causal relationship with the product, the drug or the procedure.